Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fall. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer had activated a new pod before going to bed; her bg levels at this time were 109mg/dl. When she awoke the next morning, however, her bg levels had risen to over 500mg/dl. She immediately administered a bolus followed by a manual insulin injection 15 minutes later. Despite this , however, her levels remained above 500mg/dl over the next two hours. A second manual insulin injection was administered and the pod was eventually removed and replaced. The pod will be returned for evaluation.